Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: sud, p., sidle, j., andrews, s., & nikfarjam, j. (2021) woman with a painful rash on face. Annals of emergency medicine, 77 (3), 315-337.

Event description:
This literature report from the united states of america concerns a (B)(6)-year-old female patient. She was injected with hyaluronic acid. After the treatment with hyaluronic acid, the patient experienced left lower lip pain, swelling, and a rash. Four days after the treatment with hyaluronic acid, the patient presented to the emergency department. Examination of her left outer and inner lip revealed a tender, violaceous, reticulated area in vertical distribution, with pustules. Dusky blue-red discoloration was shown on the inner lower lip and discoloration and pustules were found on the lower lip and chin in a vertical distribution with a livedo pattern. After a consultation with a plastic surgeon, the patient received a diagnosis of vascular occlusion. The patient was treated with hyaluronidase, with instant reduction in pain. Due to the provided information, the outcome of the event was considered as resolving. In the opinion of the reporter, vascular compromise occurred because of either compression of the vasculature or arterial occlusion, owing to direct injection into the artery, resulting in a dermatologic emergency. As reported, symptoms included disproportionate pain and discomfort immediately or several hours after filler treatments, blanching, a livedo pattern or violaceous discoloration. Timely diagnosis of arterial occlusion was important in the emergency department to prevent necrosis and allow full recovery.